Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition and asystole of greater than two seconds. Subsequently, a revision procedure was performed in which the rv lead was explanted. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.